Event description:
It was reported that the cam02 inter-cranial pressure and temperature monitor was showing an error message of "power board failure". The event occurred on (B)(6) 2016. It was unknown if the device was in contact with the patient and/or if there was patient injury or death alleged. The patient's age and gender were not provided. The patient was prepped for surgery and there was no delay in surgery due to the product problem nor was medical intervention/revision required. Another icp monitor was available for use.

Manufacturer narrative:
Integra has completed their internal investigation on 10 mar 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the cam02 monitor was received on the 17-feb-16 and the evaluation was completed on the 29-feb-16. The failure analysis investigation could not duplicate the complaint incident. The cam02 monitor was verified as meeting performance specifications. The DHR review has been deemed satisfactory. Date of manufacture: oct-2014. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. No trend has been identified. Conclusion: the customer complaint incident was confirmed. The root cause was concluded as an incompatibility between software and firmware interfaces on the monitor¿s power board. This conclusion is supported by the identification of error code e1003 in the monitor¿s log file and the verification the cam02 monitor was working to specification when evaluated by the service centre.